Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. A blue tip protector was partially inserted in the sheath hemostasis hub. The sheath was flushed and a leak was noted at the seal, consistent with the aforementioned damage. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to the received condition of the returned device, the cause of the leak could not be confirmed.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. The sheath set was removed and replaced to continue the procedure. There were no adverse patient consequences.